Event description:
Additional information was received. It was reported that the telemetry error was due to the patient size, abdominal binder, and drapes limiting access.

Event description:
It was reported that, during a pump and catheter replacement, the programmer crashed while the pump was being updated with the priming bolus and stopped the pump. It was indicated that the residual volume was reflecting no change, but it was unknown if any of the priming bolus took place. The patient was to be in the hospital overnight and they would just partially prime and then let the pump run the rest through. The device system was used to deliver baclofen. Four days later, it was reported that interrogation had shown incomplete telemetry, though some of the data had gotten through such as the name. The pump was re-interrogated and it was seen that it had been stopped for seven minutes. At that time, the pump reservoir was still at 20cc. The neurosurgeon then decided to give half of the priming bolus to be conservative with the dose and made sure that the patient was supplied with oral baclofen. It was noted that the patient had been monitored as an inpatient and seemed well.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician product ID 8781, serial# (B)(4).